Event description:
It was reported by the hosp staff that during a knee arthroscopic procedure the intelijet pump apparently over pressurized the knee joint and resulted in severe swelling and extravasation. The pump was operated between 60-80 mmhg at all times. No tourniquet was used. They were using an inflow-outflow cannula and were outflowing through the outflow port. This same pump was used by the hospital in another surgery following this incident and the pump worked without incident.